Event description:
It was reported that a day after a patient had a kyphoplasty procedure she went to the emergency room with chest pain. It was discovered that there was an embolism in the patients lung and a piece of methyl methacrylate cement in the right atrium. The patient underwent surgery to remove the cement and died within 4 days of the additional procedure.

Manufacturer narrative:
Device is not able to be returned.